Manufacturer narrative:
There are previous complaints (B)(4) on the device. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable range for the flowrate %. Consequently, it necessitated an adjustment to the pump's flowrate %. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 07/19/2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported to have a flow rate offset issue. No patient was involved.

Manufacturer narrative:
Previously filed MDR# 3006575795-2024-00593 is a duplicate of MDR# 3006575795-2024-00594. Reference to complaint #: (B)(4).